Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, post-paced t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were recommended. Two days later, the patient went into vt storm. The patient was hospitalized and placed on medication. No further episodes have been observed and the physician has elected not to make any programming changes.